Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 470 mg/dl while wearing the pod between 36 and 48 hours on the leg. The pod reportedly alarmed during operation. Symptoms reported include high ketones and abdominal pain. The patient was treated with an infusion and insulin.